Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rainbow effect which made harder to read the screen and insulin pump was squirting out insulin instead of dripping. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump was slower to rewound. Customer also stated that cartridge was loose and difficult to put in. The insulin pump will not be returned for analysis.